Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen malfunctioned after the unit was impacted. There was no patient involvement.